Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel smooth mod + prof xtra 325cc, silicone breast implants which the right side ruptured after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that the patient had MRI examination taken on (B)(6) 2020 which confirmed rupture of right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that the patient had the right implant replaced with cat#:smpx350, sn#:(B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on january 22, 2021; during the visual evaluation, the device was observed to be ruptured. The rupture extended from the anterior to the posterior view and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation, the device was observed to be ruptured. The rupture extended from the anterior to the posterior view and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4)¿after clinical/secondary review of this file performed on (B)(6) 2020 it was decided to add patient code granuloma, to more accurately capture the reported event.¿

Manufacturer narrative:
On december 4, 2020 additional information received indicated that the patient also experienced bilateral capsular contracture, unknown grade. Patient had history, and family history of breast cancer. As a result patient had left breast capsulotomy and capsulorrhaphy. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 29 2020, indicated that the patient had an explant on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 13, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).